Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient was unable to set ipg into MRI mode. Surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The report of ¿ineffective stimulation¿ was confirmed based on the data in the associated ipgs logs. Analysis of the returned paddle lead found multiple broken wires in the paddle. The report stated that the patients device provided marginal benefit in terms of their upper extremity.